Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported than an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient reported that around 3:15 am on (B)(6) 2019 he was asleep and fell out of bed. His wife thought he was dreaming but then heard him snoring, which is a symptom for him that his glucose is low. He was not moving, and his wife had the son contact paramedics. Paramedics arrived and checked his bg which was 21 mg/dl. No alerts had been received on the patient¿s receiver, his smart device, or on his three followers¿ apps; it is unknown what cgm values these items were showing. Paramedics administered three glucagon injections and an unknown nasal spray. The patient woke up after that treatment and was transported to the hospital around 3:45 to 4:00 am. He was given glucose vis intravenous (IV) therapy and was discharged at 5:00 pm that day. At the time of the report the patient was still recovering and felt depressed about the incident. The patient indicated he thought the lack of alerts was due to inaccurate cgm values. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.